Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event.

Manufacturer narrative:
The patient's weight was also reported as (B)(6).

Event description:
Additional information was received from the consumer reporting the dead battery was their problem. The internal device either needs to be replaced or removed. It was noted that the patient needs two mris right now, but one of the leads does not allow mris.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their internal device was dead. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their internal device died in (B)(6) 2016. The patient stated that the device stopped working and didn¿t help with pain. It was noted that a technician ¿jump started¿ the device in (B)(6) 2017 and it started working again. The patient stated that they wanted their leads reprogrammed for better pain removal. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.